Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, revision hip due to pain/ irritation when surfing and aim for revision was to add some length. No rep attended case. Revised biolox delta femoral head only and replaced with lineage transcend femoral head (part 26000020 lot 1502989). CAPA (B)(4).